Event description:
Information was received regarding a cadd cassette reservoir. It was reported that patient received a batch of bad cassettes and has been using more than one per day due to this. Patient had a backup device to switch to in order to continue their life-sustaining infusion. There was no patient, or clinician injury associated with this event. No further details provided.